Event description:
It was reported , medfusion 3500 - pump is not delivering the correct amount. No further details provided.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Accuracy test was performed which passed and all the reading of sizes of both qc slugs within the required specs. Pump operate as intended. The only time pump was delivery the incorrect amount was due to low battery and customer turn the pump off during the infusion. Error history log review found no errors which were related to customer reported problem. The root cause of the reported issue was found to be due to low battery and customer turn the pump off during the infusion.

Event description:
No patient injury was reported. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal, had cracked bottom case and missing pixels on lcd display. No error was found in the device ehl (event history log). The customer stated problem was not duplicated. No repair needed per customer reported problem due to no problem found. Replaced bottom case and lcd display for physical damaged also replaced worm coupling, worm gear, lead screw and both clutch halves due to pump was found noisy during repair. Upgraded the software. No problem found, pump operate as intended. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records. D4: correction: model number: 3500. H6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions.